Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during an intervention, the intra-aortic balloon (iab) was dysfunctional. It was not detected by the generator. It was replaced by a 30cc balloon that worked properly. The device was successfully replaced. There was no reported clinical consequence for the patient. Additional information was received the fos connection worked properly. It was zeroed properly too. The arterial pressure was poor quality.

Manufacturer narrative:
(B)(4). Teleflex did not received the device for investigation therefore the reported complaint of iab ap waveform poor signal is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that: "during an intervention, the intra-aortic balloon (iab) was dysfunctional. It was not detected by the generator. It was replaced by a 30cc balloon that worked properly. The device was successfully replaced. There was no reported clinical consequence for the patient. Additional information was received the fos connection worked properly. It was zeroed properly too. The arterial pressure was poor quality.